Manufacturer narrative:
The non-return valve (nrv) assembly was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
During resmed evaluation, an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported internal battery degraded warning alarm and revealed battery charger faults and the device failed to complete its internal self-test. The internal battery was replaced to address the internal battery degraded warning alarm and battery charger faults while the nrv assembly was replaced to address the failure to complete its internal self-test. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported internal battery degraded warning alarm was due to battery controller software, battery charger fault was due to device operation in a temperature outside of the device specification and failure to complete its internal self-test was due to a faulty/defective nrv. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded warning alarm. During resmed evaluation, an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.